Event description:
Related manufacturer reference number: 2017865-2024-60601. It was reported that the patient presented in clinic for a follow up. Device interrogation revealed high capture thresholds and premature battery depletion on the pacemaker. Device analysis showed high capture thresholds on the right ventricular lead (rv). The physician elected to explant and replace the pacemaker and cap the rv lead on (B)(6) 2024. The patient was in stable condition.

Manufacturer narrative:
The reported events of premature discharge of battery and capture issues were not confirmed. Electrical, longevity, and visual analysis was normal with no anomalies found.